Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device change, it was discovered that the left ventricular (lv) lead was only intermittently capturing at a high threshold (7.5 volts at 2.0 milliseconds). The lv lead was subsequently abandoned surgically and successfully replaced. No adverse patient effects were reported.